Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported unexpected contamination during routine microbiological control testing and latest internal sampling testing hence was sent for service. The colonovideosope tested positive for 159 colony forming units (cfu) of stenotrophomonas maltophilia. The customer did not suspect any probable cause of the unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.